Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? How did patient present? How long after surgical procedure did event occur? Can it be confirmed that the entire compressed vessel was proximal to cut line? What was done to control bleeding? Was this the 1st firing of device? Were there any possible calcifications or was tissue thick/ dense? Were any clips used in the surgical procedure? Were there any staple formation issues noted in reoperation? What is the current patient status?

Event description:
It was reported that after a thoracotomy procedure that the device was fired across the pulmonary artery the staple line appeared to be fully intact and formed properly. Patient was brought back to the or the same day with 3 liters of blood loss and the staple line was heavily bleeding. Patient condition is ok. Unknown how the bleeding was contained.

Manufacturer narrative:
(B)(4). Batch # p56367. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information received: the surgeon stated that the patient is fine. No additional information is available.